Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized due to high blood glucose. The customer stated their blood glucose was over 600mg/dl. Customer stated the sets spilled and had a kinked cannula. Customer stated he woke up and noticed his set had fallen off, his blood glucose was 280mg/dl treated with pump. Customer inserted a new set and blood glucose went down to 180mg/dl. Customer went to run, and then he felt his blood glucose was going high and found it was over 600mg/dl; treated with manual injection. Customer went to urgent care, but upon his arrival; due to his high blood glucose and EKG results the paramedics were contacted and transported him to the hospital. Customer's blood glucose was in the mid 400'smg/dl upon admission. Customer treated with a bolus, and then blood glucose went down to 104mg/dl. The customer was advised to call back to provide the set details, to better assist with cannula size.